Manufacturer narrative:
Complete product detail has not been received at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It was reported that the surgeon stated that there maybe some abrading with trial rotating platform curved trials. It was stated that there may have been some green small particles that came off from the trial but the surgeon did not think that there was a problem.

Manufacturer narrative:
The devices associated with this report were not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.